Manufacturer narrative:
This event was initially reported by the sales rep on 02 november 2017 as a device malfunction, and it was originally due to be filed under e2015055. However, additional information was received on 04 january 2018 that indicated the event was an adverse event, and therefore has a reportability awareness date of 04 january 2018.

Event description:
During a procedure at the user facility, the surgical technician noticed a hissing sound when the surgeon took his foot off of the drill. Shortly after the tech questioned the unusual noise, there was a sound like an explosion which came from the drill tubing. The drill was immediately disconnected from the nitrogen powered foot pedal, and a large tear was noted in both the blue and white protective coatings of the drill hose, approximately two feet from the foot pedal connection. The user facility reported that the procedure was completed successfully without impact to the patient; however, an operating room nurse was sent to the emergency department with complaints of hearing loss after an extreme noise was caused by the rupture. Per the user facility, the hearing loss has not been resolved; the nurse received a hearing test in the ER and then saw an ent doctor who referred her to an audiologist. It was alleged that the audiologist stated that the hearing loss could be permanent and suggested a hearing aid. It was reported that the nurse is going to get a second opinion. It was reported that there was also a delay of approximately 10 minutes to replace the drill.

Manufacturer narrative:
Follow up being submitted for additional information.

Event description:
During a procedure at the user facility, the surgical technician noticed a hissing sound when the surgeon took his foot off of the drill. Shortly after the tech questioned the unusual noise, there was a sound like an explosion which came from the drill tubing. The drill was immediately disconnected from the nitrogen powered foot pedal, and a large tear was noted in both the blue and white protective coatings of the drill hose, approximately two feet from the foot pedal connection. The user facility reported the registered nurse in the room checked to ensure the nitrogen pressure was set correctly, and that the inlet pressure was 150 [psi] and the outlet pressure was 100 [psi]. The user facility reported that the procedure was completed successfully without impact to the patient; however, an operating room nurse was sent to the emergency department with complaints of hearing loss after an extreme noise was caused by the rupture. Per the user facility, the hearing loss has not been resolved; the nurse received a hearing test in the ER and then saw an ent doctor who referred her to an audiologist. It was alleged that the audiologist stated that the hearing loss could be permanent and suggested a hearing aid. It was reported that the nurse is going to get a second opinion. It was reported that there was also a delay of approximately 10 minutes to replace the drill.